Event description:
During service of an infusion pump a failure code 812:02 occurred. The hosp representative stasted they have no record of any pt incident involving the pump since the last baxter service event.